Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b40 and an e402/e212 errors. The event occurred during a endoscopic retrograde cholangiopancreatography procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event. This report is being submitted for the b40 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that a faulty printed circuit (cm) board was the cause of the error code b40. Trace of liquid was confirmed on the faulty cm board; therefore, liquid invasion likely has caused damage to the board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was recommended to replace defective parts and to clean the device. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.¿ // ¿[6.1 precautions for operation]. Do not use a humidifier near the video system center as condensation may occur and cause fire and/or equipment failure.¿ // ¿[8.2 storage]. Store the equipment in the level position in a clean, dry, and stable location.¿ olympus will continue to monitor field performance for this device.